Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
One hypodermic needle was returned for evaluation. Visual inspection observed a glass syringe (different manufacturer) attached to the hypodermic needle. The cannula was engaged in the device safety mechanism. During functional testing, the needle hub was tightened to the device per direction found in the instructions for use. After tightening, testing found no leakages or detachment of the cannula. The returned device was found to operate as intended. Visual inspection revealed no anomalies with the device. No evidence was found to suggest the reported event was caused by a manufacturing issue.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.